Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered due to noise on the right atrial (ra) and right ventricular (rv) leads. It was noted there was possibly of electromagnetic interference or lead dislodgement. The device and leads remain in use. No patient complications have been reported as a result of this event.